Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial lead was explanted and replaced due to dislodgement caused by twiddlers syndrome. No additional adverse patient effects were reported.